Event description:
Pt undergoing coil embolization of cerebral aneurysm. Flakes of debris noted in rotating hemostatic valve. Transend guidewire noted to have coating flaking off along several segments along its length.